Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as orange. There are no allegations of any bleeding, oozing, or weeping wounds. The patient reported the irritation was around his chest area. The patient reported the irritation spread to other areas on his body and was possibly due to his recent medications prescribed. There was no alleged device malfunction contributing to the irritation. The patient was prescribed medication for the irritation. Follow up indicated the irritation improved.